Event description:
Left total hip revision, brasseler ezx blade opened to sterile field. While surgeon using inside left hip blade broke. All pieces retrieved from left hip. C-arm was offered, but surgeon determined all pieces retrieved and no need for imaging.